Manufacturer narrative:
G4: 10apr2020. B4: 10apr2020. The customer troubleshot with technical support and was advised to replace the touchscreen. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that during set up the ventilator touchscreen would not calibrate. There was no patient involvement.